Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had pump error alarm. Customer¿s blood glucose was 97 mg/dl at the time of incident. Customer stated that the insulin pump was not able to rewind. Customer reported they were able to clear the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with pump error 38 during rewind due to jammed motor gearbox. Unable to confirm error 37 due to error 38.